Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn: (B)(4), the electrode belt failed the pulse lead hi-pot test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn: (B)(4) has been completed. Upon receipt the trunk cable connector overmold cover was damaged and the electrode belt failed a pulse lead hi-pot test and a therapy electrode recognition test. Upon investigation, the electrode belt was unable to communicate with the monitor as all of the wires in the trunk cable connector were open. The cause for the test failures and inability to communicate with the monitor was the open wires in the trunk cable connector. The root cause for the open wires could not be positively identified but was likely excessive force on the trunk cable connector. No adverse event resulted from the open wires. The last patient to use this electrode belt did not report any deficiencies.